Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8591-38, lot# d17701, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that around (B)(6) 2013, the patient had developed ¿compression palsy¿ in her arm and elbow which caused her hand to become weak. The patient went back to the surgeon and the surgeon thought the patient had increased spasticity in the hand and performed surgery to replace the catheter on (B)(6) 2013. An alternate healthcare provider believed there was weakening of the muscle in the hand. The healthcare provider thought that the surgeon may have performed ¿dye¿ but was not sure and did not know the results. The healthcare provider believed that the increased spasticity diagnosis was an error and that it was the compression palsy that caused the issue. It was noted that the dose was the same as it was before the replacement. The pump was delivering lioresal. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did develop a compression palsy, but she also had increased spasticity in her legs. The revision was done to address the lower extremity spasticity. It was noted the patient had right hand weakness and increased spasticity bilaterally in her lower extremities. An electromyography (emg) was noted as having been previously performed on (B)(6) 2013 and results showed severe right ulnar neuropathy. The pump was revised and testing may have been performed for that (the records were unavailable to the reporter). The reporting hcp noted that they only addressed the issue of the compression palsy, and it was suggested to check with an alternate physician regarding if there was an issue with the catheter that was revised/replaced on (B)(6) 2013. Since the surgery for compression palsy the patient's right hand weakness had since improved. The patient's gait was still spastic, but "improving a bit." It was reported the issue with the catheter was unable to be determined. There was an assumed catheter issue based on increased spasticity (unknown location). It was unknown what troubleshooting was performed. The patient was doing well and receiving therapy.